Event description:
The needle of a covidien o polysorb on an es-9 taper needle broke during a surgical intervention. No immediate pt harm was noted. Reason for use: total laparoscopic, hysterectomy, bso, cystoscopy.